Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that they think the insulin pump was over delivering insulin or bolusing by itself. The customer reported a hospitalization and coma due to low blood glucose levels. The customer's blood glucose levels ranged from 5.1 to 7.1 mmol/l. The customer stated they were hospitalized for 12 days. The customer stated they wanted a replacement device and agreed to return the product for analysis.